Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment and experienced peritonitis. Initially it was reported the patient was on the dwell phase of treatment for very long. After technical serviced assisted the patient in bypassing the phase and starting drain 3, the patient received an m31 air detected in cassette alarm. The treatment was cancelled due to the alarm. The patient observed a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. It is unknown at which point in therapy the leak began. The source of the leak is an unspecified location on the cycler set's cassette. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that they were unable to complete treatment. The patient developed an unspecified infection and had to receive antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler set was discarded. Upon follow-up with the patient¿s pdrn it was reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2021, after experiencing a fluid leak during continuous cyclic pd (ccpd) therapy on (B)(6)2021. A peritoneal effluent fluid culture and cell count (wbc = 1362 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1500 mg every other day for 21 days and ip ceftazidime 1000 mg daily for 21 days. On (B)(6)2021, the preliminary peritoneal effluent fluid culture results returned positive for staphylococcus epidermis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2021. The patient is recovering from the events. The reported cycler is expected to be returned.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿ clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse event of peritonitis, characterized by elevated wbc count (peritoneal effluent fluid), which warranted antibiotic therapy. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2021, while the patient was undergoing ccpd therapy. Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the totality of the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal and/or contributory role in the patients peritonitis event, as the patient was actively undergoing ccpd therapy when the leak occurred. If the liberty select cycler or the liberty cycler set is returned, a manufacturer evaluation may dissociate the device/product from having caused and/or contributed to the serious adverse events. However, without these results, this clinical investigation cannot disassociate the device/product from the serious adverse events

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment and experienced peritonitis. Initially it was reported the patient was on the dwell phase of treatment for very long. After technical serviced assisted the patient in bypassing the phase and starting drain 3, the patient received an m31 air detected in cassette alarm. The treatment was cancelled due to the alarm. The patient observed a fluid leak within the cycler's cassette compartment when removing the cassette after canceling pd treatment. It is unknown at which point in therapy the leak began. The source of the leak is an unspecified location on the cycler set's cassette. Due to the fluid found within the patient's cycler it was advised they discontinue using the cycler and revert to an alternate treatment plan. The patient was advised to follow up with the peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the customer and the reported cycler was scheduled to be picked up and returned for physical evaluation. It was reported that an alternate treatment option was available. Upon follow up, the patient reported that they were unable to complete treatment. The patient developed an unspecified infection and had to receive antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The reported cycler set was discarded. Upon follow-up with the patients pdrn it was reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2021, after experiencing a fluid leak during continuous cyclic pd (ccpd) therapy on (B)(6) 2021. A peritoneal effluent fluid culture and cell count (wbc = 1362 u/l) were collected, and the patient was diagnosed with peritonitis. The patient was started on intraperitoneal (ip) vancomycin 1500 mg every other day for 21 days and ip ceftazidime 1000 mg daily for 21 days. On (B)(6) 2021, the preliminary peritoneal effluent fluid culture results returned positive for staphylococcus epidermis, and the patients ceftazidime was discontinued. The pdrn attributed causality to a fluid leak which occurred on (B)(6) 2021. The patient is recovering from the events. The reported cycler is expected to be returned.